Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had a rash on her back and under her breast. The rash was reportedly red and irritated. The patient's physician prescribed a cream. Follow-up attempts were unsuccessful. The medical outcome of the rash is unknown.